Event description:
The report received from the affiliate indicated that during use on a patient, the hemostasis valve of a 6f avanti + sheath fell off during the procedure. It was changed to another sheath to complete the procedure and there was no procedural delay. There was no adverse event reported. The product will be returned for investigation. The product was store and handled according to the IFU. Nothing unusual noted about the device prior to use. The access site is unknown. The procedure being performed was a cas. The hemostasis valve fell off before use on the patient. It is not known how the cannula was removed. The patient did not experience any significant blood loss as a result. No additional information is available.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
During use on a patient, the hemostasis valve of a 6f avanti sheath fell off. It was changed to another sheath to complete the procedure. There was no procedural delay or significant blood loss. No adverse event was reported. The procedure being performed was a cas. The access site is unknown. The product was stored and handled according to the IFU. Nothing unusual was noted about the device prior to use. It is not known how the cannula was removed. No additional information is available. A non-sterile si avanti+ 8f std w/gw no obt cannula sheath and a non-sterile vessel dilator were received for analysis inside a plastic bag. The vessel dilator was received fully inserted into the cannula sheath. Per visual analysis, the hemostasis valve cap was received not properly fixed on cannula hub thread. No anomalies observed neither on the hemostasis valve nor on the brim of cap received. However, the thread of cannula hub was observed damaged. The cap ID and the cannula hub thread od were measured and the cap ID results were found within specification. However, the cannula hub thread od was found out of specification due to the damage condition on thread. The exact cause of the cannula hub thread damage condition could not be conclusively determined. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The complaint reported by the customer as ¿cardiology vascular access-hemostasis valve/hub-separated¿ was confirmed since the hemostasis valve cap was received not properly fixed on the cannula hub thread due to the hub thread damaged condition observed. However, the exact cause of the cannula hub thread damaged condition could not be conclusively determined during the analysis. Based on the information available for review, a root cause could not be conclusively determined; however it appears to be related to the manufacturing process of the product. A risk assessment has been initiated to evaluate the issue.